Manufacturer narrative:
The device history record for the manufacturing lot of the explanted lal was reviewed and there were no discrepancies or unusual findings. The site reported the light adjustable lens (lal sn (B)(6)) was explanted because the patient has irregular astigmatism from her previous 8 incision rk surgery, which was not correctable with the lal after three light adjustments. The lal was explanted and replaced with an ic-8 apthera iol. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6)) was explanted on (B)(6) 2023. Rxsight's first awareness of this event was on (B)(6) 2023.